Event description:
It was reported that the health care professional (hcp) called for a consult review for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed the data and found the right atrial (ra) pacing lead impedance measurements are high out of range measuring 2,380 ohms. It was noted that ra pacing impedances have been intermittently high. Ts recommended to follow-up with the cardiologist. The ra lead was programmed off. At this time, the device and ra lead remain in service. No adverse patient effects were reported.